Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. The steerable guide catheter (sgc) and dilator assembly was advanced through the septum. When removing the dilator, air was observed in the left ventricle. The air was cleared through anesthesia methods. There were no patient effects due to the air embolism. While waiting for the air to clear from the patient, the sgc was not holding fluid column. It was aspirated and filled completely, but small bubbles were observed. The sgc was removed and replacement. The procedure was completed successfully, reducing mr to trace.

Manufacturer narrative:
All available information was investigated and the reported sgc leak/splash (loss of fluid column) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported leak/splash (loss of fluid column during procedure) and air embolism could not be determined. Air embolism is a known possible complication associated with mitraclip procedures. Medication required and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.